Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received a "cartridge cannot be used" message from the pump for an unspecified reason. Customer's blood glucose level was 150 mg/dl. The customer changed the cartridge and was able to resume insulin delivery.